Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became shattered. The customer was unsure of how the shattered screen occurred. The customer's blood glucose level was 172 mg/dl. Reportedly, the pump was still functional. Customer reported manual injections would be used for continued insulin therapy.